Event description:
During an in-clinic follow-up, episodes of post-sensed t-wave oversensing were observed on the right ventricular (rv) lead. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.